Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's knee was revised. A 6x13 ps insert was implanted. Update: reason for revision: infection.

Event description:
It was reported through the submission of a revision usage sheet that the patient's knee was revised. A 6x13 ps insert was implanted. Update: reason for revision: infection.

Manufacturer narrative:
Updated product available to stryker from "field" to "no". Reported event: an event regarding infection involving an unknown knee implant was reported. The event was not confirmed. Method & results:  -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device identification and return, pathology reports, operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.